Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, "the surgeon implanted a hero graft into (B)(6) patient and was told after 2 weeks that the dialysis had a strangely performing graft. Upon doing the thrombectomy he "pulled" the graft out of the patients upper arm graft tunnel. Precisely, the surgeon performed a graftotomy just under the beeding in order to use a fogarty for declotting the venous outflow component (voc). He could remove the clot by pulling the fogarty balloon through, released the pressure of the balloon around the connector and gently pulled further. He then didn't only see the clot but also realized that the graft from the graftotomy to the connector itself was mobilized. The mobilized part of the graft arterial graft component (agc) was repositioned. The thrombectomy of the agc was performed without problem, then the graftotomy was closed and the patient is doing and dialyzing well. The only comment from the surgeon was, well the graft was obviously not fully grown in, after 2 weeks, and he explained it to the condition of the patient where a possible seroma formation could have been observed. The seroma formation was clearly attributed to the patients condition and history." Additional information from the rep indicated that the right upper arm hero graft was implanted on (B)(6) 2015. The date of incident was (B)(6) 2015. This report is in reference to the hero 1002 component.